Manufacturer narrative:
The access port connector associated with this report has been returned however the device analysis results are not yet available. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a lap-band "port ii" that was removed. Follow-up findings: "port leak". This event was first noticed when the patient came the office for a port fill and the physician noted "greenish fluids" withdrawn from the port. "Egd" came back with negative results. The port was removed however the band sections of the system remains implanted.